Manufacturer narrative:
The patient¿s weight was not provided. The serial number was not provided. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient¿s log file was submitted for review. The manufacturer¿s technical services representative reviewed the submitted log file and during the analysis of the log, a no external power was observed on (B)(6) 2018. It was reported to have been caused by the power cord of the mobile power unit (mpu) coming loose at the mpu or the wall outlet. During this event the system controller internal battery supplied power to the pump as designed. There were no other unusual events noted and the pump parameters and values are within normal limits. No additional information was provided.

Manufacturer narrative:
The mobile power unit was not returned for analysis and remains in use. The evaluation of the submitted log files confirmed a no external power event on (B)(6) 2018; however, a specific cause for this event could not be conclusively determined through this evaluation. The submitted controller event log file captured a sequence of low power hazard and no external power alarms on (B)(6) 2018 from 10:20:22 am through 10:20:38 am. The associated voltage values indicate that these events appeared consistent with a loss of power to the mpu. This could have been caused by the ac power cord disconnecting from the back of the mpu, the power cord being disconnected from an outlet, or loss of power to the home. The system controller's backup battery supplied power to the pump during this event as designed. No other unusual events were observed in the log file. The pump appeared to have functioned as intended throughout the duration of the data. Multiple requests for additional information regarding the event, including the mpu serial number, were issued to the customer; however, no further information has been provided to this date. The hmii patient handbook addresses all alarm conditions including no external power alarms and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.